Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (ms-30 hip stem) are marketed in USA, and therefore this report was filed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that a patient was implanted an exafit 2.2 8/10 stem on (B)(6) 2002 the left side. It is also reported that patient was revised on (B)(6) 2015 due to breakage of the neck oft the stem.

Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Compatibility of components: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Review of reported event: it was reported that an exafit stem has been implanted on (B)(6) 2002 on an unknown patient into left hip. The cemented stem has been revised on (B)(6) 2015 due to fracture of the neck of the stem at the level of the impaction hole. No x-rays or pictures were provided. No surgical notes were provided. Devices analysis, visual examination: the exafit stem is fractured at the neck region. The fracture has a fatigue type of failure nature. The fracture originated from the anterior corner of impaction hole. The rough fracture surface indicates a forced rupture. Moreover, the anchoring side of the stem shows scratches which most probably occurred during the revision surgery. The root cause of this failure can be identified as such that the geometry of the impaction hole at the neck of stem leads to a high stress concentration on one or both sides of the hole, resulting in a fatigue failure of the implant. Zimmer biomet recognized this design issue and actions were taken by modifying the shape of the impaction hole. The part was produced before the design change was in place. In early january 2003, zimmer initiated a design change including a modification of the impaction hole to allow the use of a standard instrumentation for impaction and extraction. This resulted in the introduction of a new design of the exafit stem in april 2003. Also during the same year 2003, there was a report in february 2003 of breakage of the exafit stem in january 2003. The root cause of the breakage was determined to be an impaction hole which resulted in a notch effect. The design change to the exafit stem described above addressed the root cause of the reported event at hand and therefore no further corrective action is required. The part of the case at hand was produced before the design change was in place. Zimmer will consider this investigation as closed, but will continue monitoring for similar incidents. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider previously addressed design issue as root cause. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).